Manufacturer narrative:
D9: date returned to mfg 1/9/2024. One device was returned for evaluation. Visual inspection revealed the rear housing damaged. The event history log showed error code 1310 in device information. Functional testing could not replicate the reported issue; no issues were found with the device delivery rate. The pump was found to be functioning properly and delivering within specification. The root cause was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device's delivery rate was too low, additionally the device exhibited an lec 1310/ cancel error. There was unknown patient involvement.

Manufacturer narrative:
(B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.